Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with post polypectomy clip procedure in 2008. According to the complainant, during the procedure, the clip was opened and attached to the internal wire of the system and it appeared the clip was locked in the first position. Later, the clip was found to be handing off the end of the catheter. Another resolution clip device was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as "pt is fine".

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined.